Event description:
The physician reported that resistance was felt during the removal process of the catheter and part of it broke off. A piece remained inside the pt. It was also reported that the catheter may have been caught by a stitch. The painpump was used following a procedure performed to repair an aortic aneurysm. The catheter was detected in a CT scan and was successfully removed.